Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 20227508) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic adhesions ("lysis of adhesions"). The patient was treated with surgery (surgical removal of coil(s) cystoscopy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and pelvic adhesions outcome was unknown. The reporter considered pelvic adhesions and pelvic pain to be related to essure. The reporter commented: essure confirmation test(s) conducted result into total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-apr-2020: plaintiff fact sheet received. Case was upgraded to serious incident. Reporter added. On, 10-nov-2010, she explanted essure. Essure lot number added. Injury event was replaced pain. Event "lysis of adhesions " was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in an adult female patient who had essure (batch no. 20227508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included umbilical hernia and migraine. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced pelvic adhesions ("lysis of adhesions"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), lysis of adhesions and cystotomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the pelvic adhesions outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic adhesions, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure confirmation test(s) conducted result into total bilateral occlusion. The number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Lot number: 20227508, manufacturing date: 2009-11, expiration date: 2012-11 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: pfs received-new event abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) were added. Removal procedure added. Outcome of pelvic pain updated to recovered / resolved. Lab data were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 20227508) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic adhesions ("lysis of adhesions"). The patient was treated with surgery (surgical removal of coil(s) cystoscopy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and pelvic adhesions outcome was unknown. The reporter considered pelvic adhesions and pelvic pain to be related to essure. The reporter commented: essure confirmation test(s) conducted result into total bilateral occlusion. Lot number: 20227508 manufacturing date: 2009-11 expiration date: 2012-11 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-may-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.